Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled the tubing with insulin while connected to the pump. Contact reported a blood glucose level of 151 (mg/dl) prior to changing their site and 113 (mg/dl) after changing their site. After eating bread, customer had low blood glucose levels ranging from 59 to 67 (mg/dl) and ate candy, a sandwich, and drank soda to stabilize bg level.